Manufacturer narrative:
(Device product code), unk, unable to leave field blank. (Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
A lens explant in kerataconus patient due to glare was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
G3 - date received by manufacturer corrected to 07-oct-2020 in the inital MDR. Claim#: (B)(4).